Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the non-tortuous, mildly calcified, 70% stenosed left anterior descending artery (lad). An unknown stent was successfully placed in the obtuse marginal branch without problems. The lad was then predilated with an unknown balloon. A 3.00 x 20 mm taxus liberte drug eluting stent was advanced but was unable to cross the lesion. The stent then came off the delivery balloon and moved into the left main coronary artery (lm). The physician attempted to retrieve the embolized stent with a wire but was unable to capture the stent. The lm to lad was wired and a 3.50 x 30 mm endeavor stent was advanced to the area where the embolized taxus stent was. The endeavor stent was then expanded at high pressure to crush the taxus stent against the artery wall. Timi 3 flow was present after deployment of the endeavor stent and the procedure was complete. Plavix was administered for follow-up. No patient complications were reported. The patient status was reported as `satisfactory/good'.

Manufacturer narrative:
The outer packaging was received without the device. As a device has not been returned for analysis, a product investigation could not be carried out. At this time, we cannot determine the root cause of the complaint reported. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The shopfloor paperwork review confirms that this device met material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.